Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced hyperglycemia. The blood glucose value was 400 mg/dl. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for analysis.